Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports that the nurse clamped port appropriately. Milk noted to be coming out of the area where tubing meets ¿christmas tree¿ part of tubing. They inspected tubing and found a small leak in extension tubing set. Continuous feed had to be stopped and extension set had to be replaced.

Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. A sample was received for the evaluation. After inspecting the sample, no leakage was noticed. Therefore, the reported condition could not be confirmed. It was not possible to determine the definite root cause of the reported condition. In the manufacturing process 100% leakage test is performed on cap, step connector and dust cover assembly. A sampling plan change is made at a rigorous level to contain possible leaks and occlusion test in extension kits in the manufactured lots.